Event description:
It was reported that a spectrum pump suddenly started giving occlusion alarms during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, ¿when running a certain drug it gets about 1/3 of the way of infusion then suddenly starts alarming occlusions¿ was not reproduced. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor calibration values are out of range. The force sensor requires no tube and scale factor calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.